Event description:
The customer was hospitalized for high bgs and dka. The family member stated that the site was wet and the cannula came out or never penetrated. Also the contact mentioned that they did give them a manual injection but never changes the infusion set out. The customer ran a test and the device passed the test. Advised customer to change the infusion set and use manual injections as per md protocol.